Event description:
Devilbiss healthcare was notified of an oxygen concentrator for which an authorized service technician reported that the unit was producing visible smoke coming from inside the rear cover. There was no complaint made, and no report or evidence of illness, injury or medical treatment associated with the report. The device has yet to be returned to drive for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when our investigation is complete.